Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): no patient injury reported (no consequences or impact to patient). Product problem(s): "would not recognize either light pipe" (no device output). The nurse reported the first light pipe was installed onto the system without issue. A second light pipe was installed and sensing rings went orange and would not recognize either light pipe. Although the first light pipe was illuminating fine and was able to be used, a secondary light source was used for the secondary light. The surgeon used another light source and completed the case as planned. After the case, the system was rebooted and both sensing rings functioned without issue. No patient injury was reported.